Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This involved an unremediated infusion pump with user interface module master software version 7.01.00. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s. Evaluation summary: the reported condition of a colleague infusion pump that is not charging up was confirmed by baxter personnel during product evaluation. The root cause was assigned to a blown ac fuse. Both rear case external fuses and the 1.6 amp slow blow was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump would not charge up. It is unknown when or in which care area this event occurred. This condition had the potential to interrupt delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module master software version is unknown